Event description:
During the gastrectomy procedure, after firing the instrument, the surgeon found all the staplers were malformed, changed to use another instrument to finished the procedure. No pt consequence.